Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric procedure, on the first firing on the stomach using device with a black reload along with gore seamguard the gun was firing without articulation. Pulse firing was used so the trigger was relaxed after a 3-4 seconds. With the finger removed from the firing trigger the stapling continued without activation of the trigger until the end of the jaws. The jaws then jammed and the blade did not return to the home position. The reverse button was used but did not work. Manual override was used and the blade returned to the home position. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r5774c. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.